Event description:
Dealer states the joystick will intermittently change drives by itself. Customer states there is black tape covering the sd card port. Dealer also states there are some screws stripped on the bottom of the joystick. No further information provided.